Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent revision confirming loosening of the tibial component at the cement to implant interface; depuy cement was used.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: update (B)(6) 2022. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (age and dob), a4, b5, b7, d4 (catalog, lot number, expiration date and UDI), d11, g5 (510k), h4 and h6 (patient codes) corrected: d1, d2 and d2b h6 patient code: no code available (3191) used to capture the joint instability, bursitis and device revision or replacement. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Records indicate the patient received a right competitor unicompartmental knee replacement to treat pain, swelling, synovitis, and instability secondary to a meniscal tear, posttraumatic arthritis, patellofemoral and femoral chondromalacia, and acquired genu varum. The patella was resurfaced with a competitor implant and depuy cement x 1 was utilized. Intraoperatively, the surgeon noted extensive natural articular cartilage degeneration. The procedure was completed without complications. Primary part/lot information is available on 63. On (B)(6) 2019, the patient presented to routine postoperative physical therapy with increased pain (8/10) and swelling and decreased rom of the right knee. The therapist notes the patient has swelling and tenderness as well as gait abnormalities in the pes anserine region. No treatment prescribed. (Page 1097). On (B)(6) 2019, the patient reported to routine postoperative physical therapy with pain (8/10), swelling, and decreased rom in addition to gait abnormalities. Patient was diagnosed with pes anserine bursitis. Pt notes the patient reports overworking and overstretching to try to relieve the pain. Patient was advised to rest the area and pt course of therapy was changed. (Page 1107) on (B)(6) 2019, pt notes iastm fibrosis in the distal quadriceps, treated with manual manipulation and new exercises (page 1121). On (B)(6) 2019, pt notes fibrosis on the itb and distal hs, treated with manual manipulation and kineseotape (page 1124). On(B)(6) 2019, patient reports significant right medial pain with heel strike and reduction in rom to pt. Patient is treated with 1 ml dexamethasone patch, y strip for patella, and I strip for decompression (page 2386). Patient is referred to orthopedist for further review of symptoms. On (B)(6) 2019, patient is treated with a steroid injection of the right knee to treat pain, swelling, and decreased rom. Physician notes right pes aneurine bursitis. X- ray imaging identifies a stable, aligned, right knee uka with signs of preexisting djd (page 2396). In a cell on (B)(6) 2019, patient reports pain relief for 3 days, after which the pain returns and becomes so severe it interrupts her sleep (page 2465). Patient is eventually referred for a diagnostic ultrasound. On (B)(6) 2019, patient receives a diagnostic ultrasound that identifies saphenous nerve entrapment due to right knee scar tissue (page 2546). Patient is referred for a hydrodissection procedure. On (B)(6) 2019, patient receives a hydrodissection of saphenous nerve scar tissue to treat right medial knee pain, swelling, and decreased rom. The procedure is completed without complications (pages 2563-2510). The symptoms continue to persist. Subsequent radiographic studies identify possible loosening of the uka and the patient is referred for revision surgery (page 68 and page 71). On (B)(6) 2019, the patient received a revision of a competitor uka secured with depuy cement to teat pain, swelling, decreased rom, scar tissue, walking difficulty, bursitis, and walking difficulty secondary to loosening of the tibial baseplate. Upon entering the joint, the tibial baseplate was grossly loose at the cement to implant interface. The femoral component was well-fixed but revised. The patella, which was secured with depuy cement, was well fixed and retained. The patient was revised with competitor revision products utilizing competitor cement. The procedure was completed without complications. The procedure is captured on page 16. On (B)(6) 2019, the patient received a right hip cortisone injection to treat postoperative pain. Immediately after receiving the shot, the patient¿s pain increased substantially, and she was unable to move the right leg. Aspiration of the right knee revealed an acute infection and the patient immediately received an I & d procedure with a competitive insert revision. Intraoperative cultures confirm the presence of mrsa (page 131). Intraoperative findings reveled a large effusion and purulent fluid in the knee. The patient also received a PICC line for 6 weeks of antibiotic therapy (page 403). The clinic notes for this procedure are captured on page 66. The patient had postoperative anemia due to a preexisting clotting disorder that required no treatment (page 395). The procedure was completed without complications. On (B)(6) 2019, the patient reports pain and swelling of the right knee. Upon palpation, the physician identifies a suture that has not dissolved. The physician does not recommended treatment for the suture and advises the patient to wait for the suture to dissolve (page 47). On (B)(6) 2019, the patient receives stage one of a two-stage revision of the right knee to treat pain, swelling, and instability secondary to chronic infection. Upon entering the joint, the surgeon encounters and evacuates a large effusion and purulent drainage. All competitor revision products and well as the primary competitor patella secured with depuy cement are explanted and revised with an antibiotic spacer formed with competitor cement. There were no reported allegations of deficiency of the depuy cement. The patient also received a PICC line for IV antibiotic treatment. The procedure was completed without complications. The revision surgery is captured on page 361. Patient medical history: antiphospholipid antibody syndrome, thrombophilia, factor v leiden mutation heterozygote, hyperlipidemia, breast augmentation, cholecystectomy, cervical cone biopsy, tonsillectomy, gerd, history c-diff, d&c, cold sores, gastroparesis, fracture of the phalanx of the 5th toe. Right knee history: degenerative joint disease, osteoarthritis, meniscal tear, traumatic arthritis, synovitis, patella chondromalacia, internal derangement, right knee arthroscopy, plica, patellar crepitus, instability, right knee cartilage loss, popliteal baker¿s cyst, acquired genu varum of the right lower extremity. Patient information: dob: (B)(6), height: 62 inches, weight: 155 pounds. Doi: (B)(6)2019, doe: (B)(6) 2019 (tray and patellar cement), dor: (B)(6) 2019 (tibial tray cement), doe: (B)(6)2019 (patellar cement), dor: (B)(6) 2019 (patellar cement); right knee

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.